Event description:
During deployment, a "no shock advised" assessment was given by the device. The user is questioning the "no shock advised" decision.

Manufacturer narrative:
(B)(4). The device is currently pending investigation of the patient use event.